Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous sodium (na) and calcium (ca) results for approximately three to four patient samples. The results were not reported outside the laboratory. Customer stated that when the anion gaps flagged the samples, they were repeated on the other dxc instrument in the laboratory, the results of which were reported. Therefore, patient treatment was not affected. The customer technical specialist (cts) generated a service request for customer. The field service engineer (fse) inspected the instrument and found no instrument issues. The fse replaced the sodium electrodes because of normal wear; however, this was not identified as the cause of the low anion gaps complained of by customer. The fse verified acceptable instrument performance and customer has not called back to report any further issues.

Manufacturer narrative:
After evaluating the instrument, the field service engineer did not find any instrument issues, and verified acceptable instrument performance. (B)(4).